Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
Description as reported: we have ordered this item continuously starting on (B)(6) 2026 and have had a few issues since receiving them. In one instance, the safety needle would not engage at all. In another instance, the safety needle engaged halfway. I do not have specific dates once we announced this other nurses came forward with similar issues no harm to patient or employee in any instance I just had a nurse with an IV where the safety needle feature would not engage at all. She said the button would not move at all.